Event description:
While surgeon using scissors to dissect tissue at bridge of nose, the tip of the scissors broke off and lodged into the patient tissue. Surgeon explored the area but could not find tip. Pt went for an x-ray 10 days later and x-ray clearly shows tip of scissors lodged in soft tissue.